Event description:
It was reported that balloon rupture occurred. The more than 70% stenosed, 16mm long target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. After stenting with a 4.0mm x 16mm megatron stent, a 4.00mm x 8mm nc emerge was advanced for post-dilatation. However, after at least two inflations up to no more than the rated burst pressure, the balloon ruptured. The balloon was fully deflated and withdrawn. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.